Event description:
Caller reported pixel issue on the pump display, which impacted the ability to interact with the pump or read the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.